Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse replaced the blue and gray tubing sets and cleaned the luminometer. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant advia centaur cp troponin ultra results were obtained on a patient sample. The discrepant results were not reported to the physician. Upon retest corrected results were reported to the physician. There was no report of patient intervention or adverse health consequences due to the discrepant troponin ultra results.